Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance exceeding 3,000 ohms, which triggered an automatic switch from bipolar to unipolar mode. On the same day, a signal artifact monitor (sam) event was recorded, indicating noise on the atrial electrogram (egm) accompanied by a switch in the minute ventilation (mv) sensor vector. The presenting egm displayed a normal sinus rhythm, with 0% atrial or ventricular paced. Furthermore, the device logged an episode of atrial tachycardia response (atr), suggesting farfield r-wave oversensing and isolated oversensing of noise. Technical service (ts) has recommended further review of these findings. Currently, this device remains in service, and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing impedance exceeding 3,000 ohms, which triggered an automatic switch from bipolar to unipolar mode. On the same day, a signal artifact monitor (sam) event was recorded, indicating noise on the atrial electrogram (egm) accompanied by a switch in the minute ventilation (mv) sensor vector. The presenting egm displayed a normal sinus rhythm, with 0% atrial or ventricular paced. Furthermore, the device logged an episode of atrial tachycardia response (atr), suggesting farfield r-wave oversensing and isolated oversensing of noise. Technical service (ts) has recommended further review of these findings. Currently, this device remains in service, and no adverse patient effects were reported.